Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience alpine referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the 3.5 x 38 mm xience alpine stent was deployed in the non-tortuous, heavily calcified, left anterior descending (lad) artery; however, a distal stent edge perforation was noted. A 2.8 x 16 mm graftmaster was attempted to cross the perforation without success and was removed without issue. A 2.8 x 26 mm graftmaster was successfully implanted to seal the perforation. It was noted that the patient was treated for pericardiocentesis and cardiac tamponade related to the perforation. The patient had surgical bypass as poor vessel distal flow was noted. The patient was reported in good condition post-surgery. No additional information was provided.